Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: poland.

Event description:
It was reported that outside of surgery, the device was uneven, interrupts work, had a damaged cable and tugged at the skin. There were no exposed wires. There was no patient involvement. Due diligence is complete, no further information is available. There was no adverse event associated with this malfunction.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, e1, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device would not power on (0 motor rpms) due to a cable contact issue. The motor was corroded, the cable was damaged, the reciprocating arm, needle bearing, and screws were worn, and the control bar failed. The motor, plug harness, reciprocating arm, needle bearing, screws, and control bar were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.